Event description:
Consumer complaint of about "lo" blood results. No adverse event reported.

Manufacturer narrative:
(B)(4). Test strips received showed no/very light chemistry deposit, which would lead to "lo" results being obtained on the meter. Most likely underlying root cause is manufacturing process.